Event description:
Hub is defective. There was an air leak. The expiration date on the lot was 4/00. Spoke with dr on 12/18/2000, who stated he heard air leaking and noticed a crack at the three way stop cock and hub. He removed the needle, obtained another kit and reinserted second needle. He was able to successfully withdraw 700cc of fluid at that time. The pt had a chest x-ray performed to rule out post-tap pneumothorax as result of the incident.